Event description:
It was reported by the surgeon's staff that the patient had a full revision on (B)(6) 2012 due to high impedance and battery depletion. The lead had been discarded however the generator was returned for analysis. Analysis on the generator is not yet complete. It had previously been reported that the patient was scheduled for a generator revision with possible lead replacement, but at that time, the reason was unknown. Attempts for additional information are underway.

Event description:
Attempts for additional information from the patient's treating physician have been unsuccessful to date. Additionally a review of available programming history, performed during product analysis, indicated that high impedance was first noted on (B)(6) 2012. At that time, the device was disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event- corrected data: the event date was inadvertently not updated on follow-up report 1.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The reported "end of service" allegation was not duplicated in the product analysis laboratory. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.